Event description:
This lead was explanted due to lead fracture at hinge point deep septal. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and x-ray inspection. An extraction aid was found inside the lead. The conductor coil was found bent and fractured directly next to the lead tip. The fracture most likely occurred due to mechanical stress. Additionally, the fixation helix was bent, which probably resulted from the surgery. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.